Event description:
During follow-up, oversensing noise episodes were observed on the right ventricular (rv) and right atrial (ra) leads. Undersensing was also seen on the ra lead. The leads were explanted and replaced and the patient's condition was stable following the procedure. Related manufacturer reference numbers: 2938836-2017-30618.

Manufacturer narrative:
The field reports of noise and sensing anomaly were confirmed. As received, a complete lead was returned in one piece. Visual inspection found clavicular crush damage distal to the suture sleeve tie location breaching the outer insulation. Two filars of the outer coil were found to be fractured in this region. The fractured two filars and the exposure of the outer coil at the clavicle crush region likely caused the noise and the sensing anomaly reported in the field. Other damages found are consistent with those occurring at the time of explant.